Manufacturer narrative:
Citation: celiento et al. Excellent durability of the mosaic porcine aortic bioprosthesis at extended follow up. J heart valve dis. 2018 jan;27(1):97-103. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the performance of the mosaic porcine bioprosthesis in the aortic position over two decades. All data were collected from a single center between november 1995 and december 2016. The study population included 254 patients (predominantly male, mean age 74 years), all of which were implanted with medtronic mosaic bioprosthesis (no serial numbers provided). Among all patients, 107 late deaths occurred with 15 of those deaths deemed valve-related. These deaths were due to thromboembolism in 11 cases, endocarditis in two, and hemorrhage and unknown causes in one case each. No further details were provided on these deaths. Based on the available information medtronic product was directly associated with the deaths. Among all patients valve-related adverse events were observed in 31 patients. These included thromboembolism, endocarditis, structural valve dysfunction, hemorrhage, paravalvular leak and reoperation. Based on the available information medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.